Manufacturer narrative:
The investigation of the returned turbine module has reproduced the reported issue. Review of the received ventilator logs can also confirm the issue. The cause of the reported turbine issue has been determined. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The ventilator device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test, turbine and gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).